Event description:
It was reported that pump displayed cartridge change error and cartridge o-ring was found missing or damaged. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove cartridge, inspect o-ring, and discard damaged cartridge. The customer loaded a new cartridge and was able to resume insulin delivery.